Manufacturer narrative:
Date rec'd by MFR: 17jun2019. Date of report: 18jun2019. A visual inspection of the gas delivery system (gds) revealed no anomalies. During testing of gds, no failures were identified. The reported event could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 30may2019. Date rec¿d by MFR: 02apr2019. The manufacturer's field service engineer (fse) performed troubleshooting but was unable to duplicate the reported issue. The fse did find issues with the air flow. The fse replaced the gas delivery system and completed maintenance on the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22march2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit alarmed "patient disconnect" then went into standby mode. The device was in use at the time of the event; however, there was no patient harm.